Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the nurse met resistance right after the nasal passage, and pulled the tube back out and then realized the weights were no longer there. The patient was not injured. A kidney, ureter and bladder (kub) xray was ordered and obtained after escalating to the physician. The kub indicated the weights were in the small intestine. The physician ordered another kub for the morning and there was no change in the location of the weights. The patient is currently being monitored closely without any surgical intervention. Per additional information received on 06/06/24, the tube was replaced and removed as soon as the nurse realized the weights were missing off the end. There were no additional interventions required. The patient is stable and doing well. He has been downgraded to intermediate care. It is unknown if the patient has passed the weights in their stool at this time.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that the device history record for each lot affected was reviewed and showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were within acceptable criteria as per established sampling plan levels quality procedures. One product sample received for evaluation. The sample was visually inspected based on product specifications. The sample arrived in its original package, and without the bolus, which is connected to the adapter. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. All information received will be used for further tracking and trending purposes.